Event description:
It was reported that the patient underwent a gynecological procedure and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): as per operative report patient had placement of ¿mesh by obturator approach also known as a retropubic suburethral sling¿ (device information provided below) to treat stress urinary incontinence on (B)(6) 2008. It was reported that mesh was implanted along with concurrent anterior and posterior colporrhaphy due to pelvic organ prolapse, stress urinary incontinence, symptomatic cystocele, and rectocele. Following implantation it was reported that the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, heavy chronic bleeding, severe cramping, ER visits, chronic kidney infections, detachment of mesh resulting in internal tearing, lower back pain, chronic infections, bladder spasms, migration of pieces of mesh to other organs, pelvic floor therapy, homebound, marital discord, depression. The repair and partial mesh removal that was done on (B)(6) 2011 was done due to vaginal tearing, bleeding and infection. It was further reported that the partial. Explant that was done on (B)(6) 2012 was done due to erosion, mesh separation, bleeding, chronic infections and bladder spasms. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced frequency of, nocturia, hematuria, urinary tract infection, and urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent mesh removal surgeries on (B)(6) 2011 and (B)(6) 2012 due to vaginal tearing, pain, bleeding and infections. (B)(4). Vaginal tearing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)